Event description:
It was reported that the patient had shocks due to stimulation while having her arms above or in front of her body, especially when behind her computer or in the shower. No patient harm, injury, or death was reported. Patient outcome was not reported. Additional information received reported that the patient was under investigation by her physician. The problem was that the patient "perceived stimulation shocks due to movement/specific body postures, etc" it was suspected that the event was unrelated to the patient's implantable neurostimulator (ins). Manufacturer data analysis was done to exclude possible hardware (ins) related problems; the analysis found no anomalies. It was planned that the next step was to look and the patient's lead and extension in the operating room (or). If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
(B)(4).